Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the diathermy on terumo stack, short circuited and burned the plastic head. No consequence or health impact to patient. Product was changed out. Procedure was completed successfully.